Manufacturer narrative:
Involved file that broke during use was not returned and cannot be analyzed by our laboratory. The unused reciproc blue files r25 8/100 25mm returned have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review (batches #1429271, #1429523, #1429891, #1429272, #1429066, #1435545, #1434852, #1434597, #1430186, #1430511 and #1436109). Root causes are not identified. This kind of event is tracked and we monitor the trend. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the first device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that three recipoc blue files broke during use. The outcome of the event is unknown as of this MDR evaluation.